Manufacturer narrative:
Product history record review indicated the iol met release criteria and there are no other reported complaints in the lot. The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that when an intraocular lens (iol) was being implanted, it "shot" into the eye and damaged the capsular bag. The lens was removed and another lens was implanted instead. In a follow up, the surgeon indicated that the event resolved after alternate lens was implanted.

Manufacturer narrative:
Iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and adhered to the optic surface with solution. The optic is cracked/fractured and scratched/marked-rejectable. No cartridge was returned. We are unable to determine the root cause for the reported complaint "damage to capsular bag - explant post implant ". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage ( optic is cracked/fractured and scratched/marked) would not meet our current release criteria. Reported complaint cannot be confirmed from the returned product. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).